Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event. It was reported that the event occurred due to the administration of the products for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event, patient code was used to report the non-specific cardiac event.